Manufacturer narrative:
Our field service technician provided additional information that the ventilator screen went black during the treatment. However, the machine did not stop ventilating but started again after a few seconds. The ventilator was replaced with a new one and the equipment was sent for service. No fault was found to replace any parts and the ventilator was suitable for use. According to the log evaluation of our technical support specialist, the device alarmed for panel backlight error. The current to the backlight was out of range, too low in this case. When this happens, the power control forces the backlight to restart and the screen is black for a few seconds. The device works as per the design. This is only a restart of the screen and does not affect ventilation. Backlight error is described as backlight power consumption too low alarm and shall occur when the monitoring of the power consumption indicates that the backlight is broken. The root cause to the reported issue cannot be established by this investigation. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref: #(B)(4).

Event description:
It was reported that the ventilator generated peak pressure alarm. There was no patient harm. Manufacturer's ref #: (B)(4).